Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of its lcd touchscreen locking up and becoming unresponsive could not be duplicated or confirmed. Ventec found the lcd touchscreen to be completely responsive during testing. Proper device operation was confirmed through functional and performance testing. The cause of the reported issue could not be determined.

Event description:
It was reported to ventec that the lcd touchscreen on the device had locked-up and become unresponsive. There was patient involvement associated with the reported event, however, there was no patient harm.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.